Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('3 coil in the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("major pain on right side and lower back pain") and medical device pain ("these things are pain ful"). The patient was treated with surgery (3 surgeries). At the time of the report, the device expulsion, back pain and medical device pain outcome was unknown. The reporter considered back pain, device expulsion and medical device pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: 3 coils in the uterus. Concerning the injuries reported in this case, the following ones were reported via social media - major pain on right side and lower back pain, medical device pain, device expulsion . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('3 coil in the uterus'), perforation ('migration/perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. D19662) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), medical device pain ("these things are painful "), back pain ("major pain on right side and lower back pain"), device extrusion ("extrusion"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and abdominal pain lower ("severe lower abdomen pain on right side"). The patient was treated with surgery (hysterectomy (B)(6) 2019 and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, perforation, genital haemorrhage, medical device pain, back pain, infection, urinary tract disorder, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, device extrusion, dyspareunia, genital haemorrhage, infection, medical device pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: 3 coils in the uterus. Hysterosalpingectomy - on (B)(6) 2017: fallopian tubes: bilateral fill with essure clips x2 seen in right fallopian tube. Right tube demonstrates no free spill. Single essure clip observed in left tube ,with minimal free spill noted kgmd. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs and mr received: lot number was added, newly added events- perforation nos, device extrusion, infection, urinary tract disorder, genital bleeding, dyspareunia, lower abdominal pain, essure insertion and removal date was added, reporter was added, consumer race was added, lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('3 coil in the uterus'), perforation ('migration/perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. D19662) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), medical device pain ("these things are painful "), back pain ("major pain on right side and lower back pain"), device extrusion ("extrusion"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and abdominal pain lower ("severe lower abdomen pain on right side"). The patient was treated with surgery (hysterectomy (B)(6) 2019 and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, perforation, genital haemorrhage, medical device pain, back pain, infection, urinary tract disorder, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, device extrusion, dyspareunia, genital haemorrhage, infection, medical device pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: 3 coils in the uterus. Hysterosalpingectomy - on (B)(6) 2017: fallopian tubes: bilateral fill with essure clips x2 seen in right fallopian tube. Right tube demonstrates no free spill. Single essure clip observed in left tube ,with minimal free spill noted kgmd. Lot number: d19662; manufacturing date: 2014-10; expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.